Event description:
In 2001, the user facility buyer informed the distributor's sales representative of the following: patient has a chronic indwelling device and routine x-ray showed dislodgement of the distal portion of the device, with the foreign body located in the superior vena cava, right atrium and possibly a portion in the right ventricle.